Event description:
It was reported that during the final drive of the bone screw placement into the mandible, the back end of the bone screw broke off. The broken screw fragment was removed. The implanted portion of the screw was left in the bone. Another bone screw was then placed beside the existing screw and the surgeon does not anticipate any issues with leaving the screw in place. Then upon tying the final suture, the suture needle broke at the eye of the needle. The needle fragment was also removed from the surgical site. The patient is reported to be fine with no complications.

Manufacturer narrative:
(B)(4). The product has been returned to the manufacturer and evaluation is currently underway.(B)(4)/ product indications: the airvance - tongue and hyoid suspension is intended for anterior tongue base suspension by fixation of the soft tissue of the tongue base to the mandible bone using a bone screw with pre-threaded suture. It is also suitable for the performance of a hyoid suspension procedure as an adjunct to tongue base suspension. It is indicated for the treatment of obstructive sleep apnea (osa) and/or snoring. Blank fields on this report are the result of information not being provided by the complainant or user facility. This product is used for therapeutic purposes.

Manufacturer narrative:
The device system delivery system and hyoid needle were returned to the manufacturer for evaluation. The samples were evaluated by a quality engineer. The handpiece (delivery system) was returned in a biohazard bag with no original packaging or labeling. The handpiece was identified as a repose (airvance) bone screw system from the "repose" embossed in the handpiece. The handpiece was set to "ready". The trigger was pulled and the handpiece activated. Green sutures from the backside of the handpiece turned smoothly. The deployment bit also turned smoothly. When viewed under 20x magnification it was observed that the screw head had been sheared off and the bottom of the screw was still inside the deployment bit. A hyoid needle was also returned. It appeared bent, not rounded as is usual with the hyoid needles. This was compared to the drawing (B)(4) for the 3/8 in circular stainless steel needle. The needle no longer matched the drawing and was bent out of specification. The eyelet of the needle was broken off. The handpiece was taken apart and the spring assembly containing the screw deployment bit was removed from the handpiece. The sutures were pulled, but resisted from being removed from the spring assembly. These items, along with the needle were taken to the failure analysis lab for material analysis. The failure analysis report summary concludes "the bone screw was not properly seated during use, which jammed the bone screw inside the driver assembly and exposed the reduced cross section of the head to torsional loads." No material defects were found for either the bone screw or the hyoid needle. In conclusion, this complaint is confirmed for a broken bone screw and damaged/broken hyoid needle. The root cause is determined to be the result of user error. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.